Manufacturer narrative:
On august 19, 2020, mentor received additional information confirming the following: the patient's previously unknown device was confirmed to be a mentor memorygel breast implant 700cc, catalog# 3547001, serial# (B)(6). Updated patient¿s medical history: left breast cancer 2009, brca gene 2009, bilateral mastectomies and reconstruction with tissue expanders date of birth: (B)(6) 1952. Patient¿s age at time of event to 65. Updated month of event to july. Location confirmed: left breast. The patient was confirmed to have undergone a breast reconstruction revision date of implant: (B)(6) 2014. Date of explant: (B)(6) 2018. Updated serial number:(B)(6) in addition, the following was also received: in 2011, the patient exchanged her breast tissue expanders for 700cc mentor siltex breast implants. In 2014, she developed a left breast seroma and underwent replacement of her left breast implant with a 700cc mentor siltex breast implant. This event was captured in manufacturer's reporting number 1645337-2020-11245. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, mentor became aware the previously submitted report erroneously indicated the patient was using unknown mentor gel implants. It is unknown if the patient was using gel or saline implants and is now being reported as unknown mentor implants. The patient indicated they were using textured implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, alcl. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female of an unknown age and ethnicity who underwent breast reconstruction surgery with textured mentor implants in 2010 reported an alleged diagnosis of alcl in 2018. The patient is a breast cancer survivor who had a bilateral mastectomy in (B)(6) 2009. In 2010, she underwent reconstructive surgery with unspecified mentor gel textured breast implants. After repeated seromas, she was diagnosed with bia-alcl in (B)(6) 2018 and underwent invasive explant surgery. Copies of the cytology/ pathology reports have not been provided nor has this diagnosis been confirmed by a medical professional. Should additional information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.